Manufacturer narrative:
MFR received date: 15oct2019. The field service engineer (fse) evaluated the issue and confirmed the touch screen issue. The fse performed touch screen calibration to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.